Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/22/2016 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, a battery compartment crack was found below the grip pad. The display was dim with a pinkish contrast. During evaluation, the pump would not retain the user programmed time/date settings when the primary aa battery was removed. Review of black box data did not find any power-on-reset events. Investigation revealed that the internal clock battery on the printed circuit board malfunctioned. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked and the display was dim/discolored. This report is made based on the results of investigation completed on 03/22/2016.